Event description:
Information was received from a patient representative and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (2500mcg/ml at 700.9mcg/day), clonidine (460mcg/ml at 128.97mcg/day), and fentanyl (180mcg/ml at 50.47mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient developed fluid around the pump and a dye study was scheduled. The patient also seemed more agitated than usual per their mother¿s assessment. There were no external, environmental or patient factors according to the patient's mother. The dye study revealed a dye cloud was noted where the pump segment of the catheter attached to the pump. Given the patient's diagnosis of cerebral palsy (cp), the hcp made plans to admit the patient to the hospital and correct the surgery the next day. The patient was taken to surgery on (B)(6) 2023, and a new catheter was placed, as well as a new pump replacement. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was asked but unknown. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial#(B)(6) implanted: (B)(6), explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 14-feb-2007, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced due to normal eri. The physician decided not to remove old existing catheter due to how long it has been implanted and did not want to risk a csf (cerebral spinal fluid) leak given this patient is wheelchair/bed bound. The physician tied off the old catheter and it remains implanted at this time. Per the latest update from the office was with placement of a new catheter the patient is stable and no further signs of seroma development has been observed in the pump pocket area. The patient has been at home for over a week now and seems to be progressing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.